Event description:
The customer reported that the unit did not deliver a shock when needed on a patient. The unit was replaced and the patient was given therapy. There was no patient harm or injury as stated by the customer biomed.